Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced daytime hypoglycemia reported at 55 mg/dl following periods of hyperglycemia reported at 366 mg/dl while using the ilet system, associated with missed meal announcements over approximately one month that led to maladaptation of meal algorithms and subsequent lows after correction and basal dosing. No adverse clinical symptoms included urgent low glucose and high glucose. Outcomes included the need for acute self-management with oral glucose. Investigation included customer education and troubleshooting, during which the user was guided to perform a factory reset and advised on supply change steps. Investigation of this case revealed user-related use error due to missed meal announcements, with device performance consistent with design when reliant on accurate meal inputs. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcements resulting in algorithm maladaptation.